Event description:
It was reported that the customer's insulin pump was physically damaged. The insulin pump was missing the plastic piece needed for the belt clip to lock. Her blood glucose level was 136 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No belt clip received with pump, unable to verify belt clip anomaly. Unit received with cracked lcd window, cracked battery tube threads, stained address/serial number label, and stained end cap sticker.